Event description:
A hospital in (B)(6) reported that the tubing of a bc190 flexitrunk infant nasal tubing was split. This was found prior to patient use.

Manufacturer narrative:
The complaint device is currently enroute to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.